Manufacturer narrative:
Correction/removal reporting number = 3002809144-10/24/19-009-r. Catalogue number= 07p72-20; lot number 54454uq03; UDI for 07p72-20 = (B)(4); expiration date 05/31/2020. Additional information: device manufacture date for ln 07p72-20, lot 54454uq03 is also 03/31/2019 all previous lots are impacted by this issue. The lots listed in this MDR are the only in-date lots. The investigation into this matter found that the amount of co2 absorbed was higher with increased reagent carousel rotation and when the volume of the reagent in the cartridge is reduced. This phenomenon could be detected as a shift in qc and also incorrect patient results. A product recall letter was sent to all customers who have received shipments of the in -date lots of the alinity c carbon dioxide reagent kit. The letter instructs the following: 1) immediately discontinue use of the alinity c carbon dioxide 15000t kit and destroy any remaining inventory as existing modes of control are not effective for the large cartridge. 2) run two levels of co2 controls every hour with the use of the current alinity c carbon dioxide 3000t kit, instead of every 24 hours, and perform assay calibration as needed to minimize the potential to generate incorrect results. All current inventory of alinity c carbon dioxide (ln 07p7220), will be reworked to include a kit stuffer instructing customers to run qc every hour. In future lots of the alinity c carbon dioxide 3000t kit, the reagent cartridge fill volume will be increased from 12.7 ml to 20.7 ml, which has been confirmed to minimize co2 absorption.

Event description:
Abbott laboratories has identified an issue with the alinity c co2 reagent during internal studies. It was determined that under certain conditions, the rate at which atmospheric co2 is dissolved into the reagent may accelerate and has the potential to generate incorrect results. There has been no reported impact to patient management as a result of this issue.